Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives error 354.6770 on 8110 (s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: customer receives error 354.6770 on 8110 (s/n (B)(4)). Explained to customer, the device problematic fault for the error code, informed customer of a bad pressure sensor. Customer to repair/replace the pressure sensor and/or yellow harness. If pressure sensor and yellow harness are ok, check circuit on logic board. Customer given part numbers to both parts if needed. Customer to call back for assistance, if any further issues and/or concerns need addressing. End call.